Event description:
It was reported to philips that intermittent image quality issues occurred due to corrupted images on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service reinitialized the image database but was unable to replicate the issue. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).